Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime alarm test, force sensor test, occlusion test and no delivery test due to compromised force sensor alarm.